Event description:
During evaluation of a returned minicap, the device was found to contain inadequate iodine. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Five samples were received for evaluation in their original unopened packaging. Visual inspection revealed that the formed section of the packages had evidence of excessive creasing. The packaging had a different visual appearance from normal in that the air inside the pouches had been evacuated and the pouches made a ¿crinkling sound¿ when handled. The packages were opened, and all five devices contained evidence of iodine present in their sponges. The first device was then weighed, and the amount of iodine present in the sponge was found to be out of specification. The remaining four devices were also weighed, and the amount of iodine present in the sponge was found to be within specification. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.